Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4)

Event description:
The customer discovered they had questionable high ise indirect gen. 2 results after a physician called to question the sodium results. They recalibrated the cobas 6000 c (501) module, reran qc, and repeated patient samples but the sodium results were still high. They repeated patient samples on a cobas 4000 c (311) stand alone system and the results were lower. Of the data provided for 10 patient samples, only the results for two patient samples were discrepant. Sample 1 initial sodium result was 148 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 4.86 mmol/l and the repeat result was 3.7 mmol/l. Sample 2 initial result was 150 mmol/l and the repeat result was 146 mmol/l. The repeat result from the cobas 6000 c (501) module after recalibration was 152 mmol/l. This patient was a (B)(6) female (B)(6). The erroneous results were reported outside of the laboratory. Corrected reports were called to the physician. The customer confirmed that there was no adverse impact to the patients. The electrode lot numbers and expiration dates were requested but were not provided. The customer stated that the qc was in range on the day of the event, but the data provided indicated the qc results for sodium around 8:17 to 8:22 am were above the acceptable limits. The field service representative checked the system and could not find a cause. He ran precision testing which passed.